Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was narrowed. During the procedure, the physician placed four pod pcs and ten other coils in the target vessel using the microcatheter. The physician then experienced resistance while advancing another pod pc from its initial position within the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.